Event description:
It was reported that when opening the tray that the instrument was sterilized in, the gray plastic tip of the single port (sp) monopolar curved scissors (mcs) instrument was found to be broken. There were no reports of patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer and was advised that there were no reports of fragments falling into the patient when the instrument was last used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 3.40 mm x 2.19 mm in size. The complaint regarding the gray plastic tip where mcs tip would be screwed on was broken was confirmed by failure analysis. The probable root cause of the broken tube adapter and the detached fragment from the tube adapter is attributed to either tip accessory installation issues or damage during use.